Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a clinical study. It was reported that post-operative, the patient was transferred to the pacu for post-operative care, where they were noted to have right superior quadrant visual field blurriness. The partial right superior quadrantanopsia was noted again at the 3 and 6 month visit. The patient could see fingers but could not count them in those fields. At the 12 month follow-up there was no obvious compromise of the lateral geniculate, nucleus optic tract, or meyers loop as far as what can be seen in imaging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that no issues were observed during the procedure. It was also reported that the original event was resolved, but was present again at a later date and was unresolved at the time of the study exit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the event outcome was unresolved at the time of study exit. The subject completed the final study visit and no change in the adverse event was expected.